Event description:
Additional information was received. Patient reported they were attempting to adjust their device and could not get it to work. Their physician figured it out and got it working. Patient reported there was no loss of stimulation, but "just trying to increase stimulation."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient was unable to connect to their implant using the patient programmer (pp). The patient wanted to increase stimulation because "it doesn't seem to be doing much" which was clarified to mean the patient does not feel stimulation. The poor communication was encountered both with and without the external antenna. The caller was transferred to the manufacturer repair department. The lack of stimulation and the poor communication were both reported to have occurred "about 3 days" prior to the call. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.